Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds0284 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reds0284) have been reported from the same facility in (B)(6).

Event description:
It was reported that the connection of the extension tubing in a 7655405 catheter was loosened. No other information was provided. It was stated that this occurred with two devices. This report addresses the first device.